Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing elevated blood glucose (bg) levels (253-448 mg/dl) with trace ketones. Customer was reported to be going through puberty and had been sick. Elevated bg was addressed with manual injection and correction bolus. Troubleshooting with tandem technical support was declined as reporter was confident that the issue was due to hormonal changes.